Event description:
It was reported, the device had become disconnected and was unable to be reconnected to remote monitoring via rf telemetry. Technical support was contacted and an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating the patient presented in clinic and upon interrogation it was observed the device had been in telemetry lockout. Interrogation in clinic resolved the event. The patient was stable and will continue being monitored.